Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ push button blood collection set had a retraction issue - delay or no retraction and hub separates from the device. The following information was provided by the initial reporter. The customer "witnessed the wingset come apart when attempting to retract needle. One of my phlebotomists report to me that when she retracted the needle on the butterfly, it actually sprung apart and the needle did not retract."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® push button blood collection set had a retraction issue - delay or no retraction and hub separates from the device. The following information was provided by the initial reporter. The customer "witnessed the wingset come apart when attempting to retract needle. One of my phlebotomists report to me that when she retracted the needle on the butterfly, it actually sprung apart and the needle did not retract."